Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia on unknown date. The customer blood glucose level was over 500 mg/dl, 352 mg/dl to 400 mg/dl. Customer states insulin pump and meter was not pairing. Customer was unable to troubleshooting for meter pairing issue and high blood glucose. The device will not be returned for analysis.